Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. What was the name of the procedure? Physician doesn`t remember specific procedure. 2. What is the specific number of devices (total qty involved) that failed during this one procedure? 5 eaches ref w8830, lots mgh475; mla195.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2019 and suture was used. During the procedure, the needle was removed from suture. There were no adverse patient consequences reported. No additional information was provided.